Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. On (B)(6) 2014 the consumer experienced complication during insertion and 1 coil was difficult to place, it was 'screwed in'. In (B)(6) 2014 she experienced lower back pain, pain in breast, tiredness, heavier menstruation. On an unspecified date the consumer experienced device migration seen by echo during essure control and pain during ovulation. She was not able to insert a tampon due to pain. Consumer contacted a doctor. Blood test performed which unspecified result. Unspecified medication given. She referred social activities and happiness impaired. Consumer considers removal of essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had device migration. She considers removal of essure. This event is listed in the reference safety information of essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, device migration was seen by echo during essure control. The exact date of this event is unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 30-sep-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had device migration. She considers removal of essure. This event is listed in the reference safety information of essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, device migration was seen by echo during essure control. The exact date of this event is unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.